Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, it was noted that the battery voltage was 2.47v with less than three months to eri. During previous a follow-up on (B)(6) 2017, the battery voltage was 2.56v and estimating 20-28 months to eri. Inaccurate longevity estimate by the programmer was suspected. The patient was stable pre, during and post clinic visit.